Manufacturer narrative:
Additional information provided. The main component of the system and other applicable components are: product ID: bi71000125, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the issue was determined to be that the battery was not charged enough prior to the procedure.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment after the reported event. The system was found to be fully functional and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when the image acquisition system (ias) was being moved, a "battery low" message was displayed and the system powered off. After connecting the power cable, the power was turned on and the issue was resolved. The battery was replaced as a preventative measure. The product was used continuously to complete the procedure. There was no impact to patient outcome and a less than one hour delay to the procedure.